Event description:
A discordant ck-mb (rck) result was obtained on a patient sample. The sample was repeated and the result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ck-mb (rck) result.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant result was due to a sample level sense error. The cause of the sample level sense error cannot be determined. The instrument is performing within specifications. No further evaluation of the device is required.